Manufacturer narrative:
The device was returned to olympus for evaluation. The device evaluation found the bending section rubber is dirty, the nozzle is missing, the objective lens has a chip, the light guide lens has a chip, the plastic distal end cover is deformed, the connecting tube is sticky, the connecting tube has discoloration, the connecting tube has a dent, there is a cut on heat shrinking tube of the lock engagement lever, the image guide protector has a cut, the suction cylinder is shaved, the scope cover has a scratch, the grip has a scratch, the switch box has a dent, the control unit has a scratch, the universal cord is sticky, the universal cord has a scratch, there is angle wire wear, the bending angle in the upward/ downward/ left/ right direction does not meet the standard value, the play of upward/ downward & left/ right knob is out of the standard value, there is damage on air/water-tube, no water is fed, the grip is dirty, the right/left knob is dirty, the upward/ downward knob is dirty, and the suction connector is dirty. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The gastrointestinal videoscope was returned as part of the asset return process. During routine inspection of the device by olympus, it was found that the bending section cover is dirty and cannot be denied that this endoscope may have been used in the procedure while it was dirty. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The e1 "telephone number" was corrected due to incorrect country code. The g2 field was corrected as "user facility" had not been selected. The following additional information was received regarding the event: only precleaning was performed prior to send to for repair. The dirt on the bending section cover could not be identified. The customer was trained to follow reprocessing steps per the instructions for use. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the subject device was sent to olympus without being reprocessed at the user facility. As a result, dirt was left on the bending section cover. The event can be prevented by following the instructions for use which state: "inspection of the endoscope :inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.